Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address increased metal ion levels and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received 6/6/14 - (B)(4). Patient was revised to address elevated ion levels and hypersensitivity. Report also included part and lot information. Complaint was updated on 6/24/14.

Manufacturer narrative:
Date received by manufacturer-11/4/2014. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/4/2014 - additional clinical report received. Patient was revised to address altr. Chromium= 14.26ng/ml, cobalt= 15.57ng/ml. The information received does not change the MDR decision. The complaint was updated on: 11/25/2014.

Manufacturer narrative:
Update received 06/06/2014 - clinical report (B)(4) was received. Patient was revised to address elevated ion levels and hypersensitivity. Report also included part and lot information. Complaint was updated on 06/24/2014. Doi: (B)(6) 2012 dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were previously received and reviewed by a medical professional. From a medical perspective , based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were previously received and reviewed by a medical professional. From a medical perspective , based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were received and reviewed. From a medical perspective , based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.